Event description:
Insertion difficulty. (B)(4).

Manufacturer narrative:
This product does not have a 510(k) number. The product has (B)(4) and a (B)(4). An analogous product sold in the us has 510(k) number k080865. Still under investigation.